Event description:
It was reported there was intermittent ventricular undersensing observed on the right ventricular lead. Additional information received reported the patient is deceased and died in a manner unrelated to the lead and undersensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).